Event description:
It was reported that the 2800 system's dual flat monitor arm is loose and it drops down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep tightened the arm. The system operates as intended.